Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s drawers 5.1 b3 was failed. The field service engineer (fse) had been dispatched on site and found no hardware failures. However, row board b on drawer main 5.1, although fully functional, was generating error messages within the test application. The cubies opened and ejected as expected, but the errors persisted. The fse reseated the row board cable, after which the error messages were no longer present in the test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the entire drawer was failed, as the cubie pocket was stuck and could not be recovered. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient which caused a delay in dispensing medication to the patient since the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the entire drawer was failed, as the cubie pocket was stuck and could not be recovered. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient which caused a delay in dispensing medication to the patient since the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.